Manufacturer narrative:
Per the clinic, it was reported that the device was explanted on (B)(6) 2024. The device was discarded and will not be returned.

Event description:
Per the clinic, the patient experienced a skin breakdown, infection and extrusion of device. The patient is currently being treated with oral and topical antibiotics.